Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Manufacturer tried to contact customer with follow up phone call for knowing customer's condition;customer condition improved no other information provided. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer reported symptoms of shakiness / wobbliness, and blurry vision. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 08/14/2017. Adverse event not reported.